Manufacturer narrative:
A sample has been received by a company representative.

Event description:
Additional information provided by a company representative. The clogging of the phaco handpiece occurred before surgery, during the preparation of a cataract surgery, the nurse informed that there was no occlusion bell sound. They change the phaco tip with no response. Then the cassette was change and the issue was resolved. There was no patient involvement. No further information is expected.

Manufacturer narrative:
Evaluation summary: the review of the device history record indicated the device was built to specification. The returned sample was visually and functionally tested and passed testing. Neither leakage, nor occlusion was detected from the tubing insertion to the fittings and to the cassette. The root cause of the customer's complaint could not be established; the returned sample met specifications. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Several attempts were made to obtain further information on the event with no response to date. (B)(4).

Event description:
A hospital coordinator reported a phaco clogged issue related to fluidic module system cassette during a cataract surgery. The patient did not experience any harm. The event caused a 5-7 minutes delay. Several attempts were made to obtain further information on the event with no response to date.